Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The emboshield nav6 embolic protection system is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified artery. The 315 cm barewire was used along with the emboshield nav6 embolic protection system (eps). Atherectomy was performed with a non-abbott atherectomy device and the atherectomy device was left on the same spot for too long. This caused the barewire to separate, causing the filter to be stranded in the patient. Surgery was performed and the filter was removed successfully. The patient is fine. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - failure to follow instructions. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. It should be noted that emboshield nav6 embolic protection system electronic instruction for use (IFU) states: refer to instructions supplied with all interventional devices to be used with the emboshield nav6 embolic protection system for their intended uses, contraindications, and potential complications. Safety and effectiveness of this device as an embolic protection system has not been established in vasculatures outside of the carotid arteries (coronary, cerebral or peripheral). The safety and efficacy of the emboshield nav6 embolic protection system has not been demonstrated with carotid stent systems other than the xact® or acculink® carotid stent systems. Although the reported information does not state the artery being treated, and the IFU not specifically warning against the use of an atherectomy device, based on the reported information; the atherectomy device being in the same spot too long does appear to have caused the reported barewire separation and subsequent treatment. It was reported that the procedure was to treat an unspecified artery. The 315 cm barewire was used along with the emboshield nav6 embolic protection system (eps). Atherectomy was performed with a non-abbott atherectomy device and the atherectomy device was left on the same spot for too long. This caused the barewire to separate, causing the filter to be stranded in the patient. Surgery was performed and the filter was removed successfully. . The investigation determined the reported bare wire separation and subsequent treatment appears to be related to user error. In this case, based on the reported information, atherectomy was performed with a non-abbott atherectomy device and the atherectomy device was left on the same spot for too long which resulted in the barewire separation while in the anatomy requiring surgical removal of the separated wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.